Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 400 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit with manual prime. Customer continued to received no delivery alarms after only being able to deliver 2 - 3 units of insulin. Customer removed batteries and received a failed battery alarm. Customer was not able to continue troubleshooting and continued to bolus 2 - 3 units at a time until full bolus was achieved. Customer was advised that since infusion set is placed at lower back, that no delivery may be due to site occlusion. Customer would call back should issue persist.